Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and r-wave amplitude variation on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. The patient condition was stable.